Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that no excessive force was applied to the devices. Adequate flush was maintained through the devices. Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a 5 mm unruptured aneurysm at the arteria communicans anterior (a-com), a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16011) was used as the fourth coil and it was attempted to be detached using an enpower control cable (ecb00018200, l16528) and an enpower detachable control box 2 (dcb2000500, c46055). The power and the green system ready light illuminated. However, the red light at the bottom illuminated shortly after the detachment button was pressed. The beep sound was not heard, and the complaint coil was not detached. The green system ready light turned off. The red light illuminated for a while, but the physician reset the complaint control box. The complaint cable was replaced with another cable, but the green system ready light did not illuminate. The complaint coil was replaced with a competitor¿s coil and the procedure was continued. The customer states there is no additional information available. Pre-shipment pictures of the devices have been received. Additional information received indicated that no excessive force was applied to the devices. Adequate flush was maintained through the devices. One non-sterile galaxy g3 mini 1.5mm x 2cm unit was received inside of a pouch. The received device was visually inspected, and no damages were noted on it. Then a microscopic inspection was performed, and the distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. No other damages were observed. The marker band was found at 37cm from distal end which is within specification. The resistance of the device was measured with multimeter and a lab sample enpower control cable. Resistance initially measured approximately 53.0 o, which is within of the specification range between 48.5 o ¿ 56.0 o. Also, the received unit galaxy g3 mini 1.5mm x 2cm was connected to a enpower control cable received and they were connected to detachment control box (dcb) received, the power was turned on. The system ready light illuminated. A detachment cycle was initiated when the detach button was pressed. After that the embolic coil was detached from the device. A manufacturing record evaluation was performed for the finished device l16011 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - failure to detach¿ could not be confirmed because the device was found within the specifications in the functional test. After that, the embolic coil was detached from the device. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. In the event description, it was noted that the detachment button was pressed, however, based on the device investigation of the coil received, the resistance heating coil had not been heated and the detachment process was not initiated. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Based on the visual observation on the preliminary photos received, it can be determined that the embolic coil of galaxy g3 mini 1.5mm x 2cm has a kinked condition. The rh appears in good normal conditions, not heated. The core wire can be seen that the dpu is kinked. The reported condition ¿coil - failure to detach¿ could not be evaluated based on the pictures. A manufacturing record evaluation was performed for the finished device l16011 number, and no non-conformances related to the reported complaint condition were identified. Further investigation will be performed once the device returns for analysis.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a 5 mm unruptured aneurysm at the arteria communicans anterior (a-com), a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16011) was used as the fourth coil and it was attempted to be detached using an enpower control cable (ecb00018200, l16528) and an enpower detachable control box 2 (dcb2000500, c46055). The power and the green system ready light illuminated. However, the red light at the bottom illuminated shortly after the detachment button was pressed. The beep sound was not heard, and the complaint coil was not detached. The green system ready light turned off. The red light illuminated for a while, but the physician reset the complaint control box. The complaint cable was replaced with another cable, but the green system ready light did not illuminate. The complaint coil was replaced with a competitor¿s coil and the procedure was continued. The customer states there is no additional information available. Pre-shipment pictures of the devices have been received.